Event description:
Boston scientific received information that this latitude communicator did not power on. During troubleshooting, the patient reported that the communicator power supply was warm to the touch. No adverse patient effects were reported. The communicator was replaced.

Manufacturer narrative:
Laboratory analysis confirmed the reported observations. Upon receipt at (B)(4) laboratory, a thorough evaluation of the communicator and power supply was performed. Visual observation of the power supply noted that the power brick cord was melted. The power brick itself was not observed to be warm during testing, however, the area on the cord that contains an led was observed to be warm.